Event description:
A malfunction was reported on a customer's pump, but no notable events preceded the issue, and there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump using the provided reset information, and the malfunction code did not recur afterwards. The customer was informed to continue using the pump and to call back if the issue happens again, which they acknowledged and understood.